Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged that while attempting to treat a (B)(6) male pt, the AED pro device issued a "shock advised" prompt for a heart rhythm that was believed to be non-shockable. The complainant alleged that when the medics arrived on the scene, the pt was rigid, indicating rigor mortis. They immediately stopped the resuscitation process, believing the pt was already deceased.